Event description:
It was initially reported a "programming error" occurred involving continuous infusion of norepinephrine. Per report, the infusion was "erroneously programmed to titrate by changing the rate field of the pump with ml/hr. Instead of the dose field with mcg/min." The clinician reportedly confused the rate with the dose as it was the first option (field) on the screen's programming workflow. The customer reached out to the manufacturer requesting to have the dose field be moved as the first option during programming workflow. Bd learned additional information through due diligence. It was reported that the event occurred on 07 march 2025 at 1430. Per report, norepinephrine 4mg/250ml was ordered as a titratable infusion (0-30 mcg/min. Initial dose 3 mcg/min = 11.3ml/hr. Increase or decrease rate by 2 mcg/min every 5 min prn to maintain map 65 or greater). However, the pump was programmed to start at 3 ml/hr. Instead of 3 mcg/min, titrated to max of 30ml/hr. Instead of 30 mcg/min. The patient reportedly received incorrect dose from 1430 to 1627. There was no alleged device malfunction. Since the patient was receiving lower dose than intended during that timeframe, the patient was persistently hypotensive requiring additional vasopressor initiation to increase the blood pressure. The patient reportedly died on (B)(6) 2025 at 0917, and the primary causes of death were "end stage cardiomyopathy, diabetic ketoacidosis, and medical noncompliance" according to the facility's medication safety program manager (pharm.d). No autopsy was performed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of a programming error was not replicated through device testing but was confirmed through review of the facility records. The suspect pcu and pump module device logs were not returned for investigation; however, the customer provided an ¿all infusion detail report¿, showing the programming details for the infusions performed on (B)(6) 2025 between 2:30 pm and 4:27 pm. The facility also provided the data set named sjo v21241205. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. It is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication. Analysis of the all infusion detail report shows the initial infusion for the drug ¿norepinephrine¿ was programmed and started on (B)(6) 2025 at 2:30 pm, at a concentration of 4 mg / 250 ml and a rate of 3.0 ml/hr, calculating a dose of 0.800 mcg/min (instead of the intended 3.0 mcg/min). The volume to be infused (vtbi) was recorded at 30.0 ml. The user titrated the rate upwards between 2:42 pm and 3:52 pm, starting by increasing to 5.0 ml/hr (for a dose of 1.33 mcg/min) until it reached 27.0 ml/hr (for a dose of 7.20 mcg/min). It was then changed back down to 25.0 ml/hr (for a dose of 6.67 mcg/min) at 4:10 pm and was left running until the infusion reached keep vein open (kvo). After this, the infusion was restarted with the same parameters and a vtbi of 150.0 ml. The device was kept in use and actively infusing norepinephrine until at least (B)(6) 2025 at 9:12 am. The facility provided two pictures of what is suspected to be the suspect pcu and suspect pump module showing the ¿rate¿ option selected, stating that ¿the rn confused the rate option with the dose as it was the first option on the screen¿. The facility proposed that the ¿dose¿ field be the first option. The pump module was observed to have a third-party door installed. No other anomalies or issues can be discerned from the pictures provided. No devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory testing. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. Root cause: the root cause of the reported incident is attributed to user programming error, as reported by the facility and supported by the customer-provided all infusion detail report. No obvious anomalies were observed with the suspect device pictures that would contribute to the reported event. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported a "programming error" occurred involving continuous infusion of norepinephrine. Per report, the infusion was "erroneously programmed to titrate by changing the rate field of the pump with ml/hr. Instead of the dose field with mcg/min." The clinician reportedly confused the rate with the dose as it was the first option (field) on the screen's programming workflow. The customer reached out to the manufacturer requesting to have the dose field be moved as the first option during programming workflow. Bd learned additional information through due diligence. It was reported that the event occurred on (B)(6) 2025 at 1430. Per report, norepinephrine 4mg/250ml was ordered as a titratable infusion (0-30 mcg/min. Initial dose 3 mcg/min = 11.3ml/hr. Increase or decrease rate by 2 mcg/min every 5 min prn to maintain map 65 or greater). However, the pump was programmed to start at 3 ml/hr. Instead of 3 mcg/min, titrated to max of 30ml/hr. Instead of 30 mcg/min. The patient reportedly received incorrect dose from 1430 to 1627. There was no alleged device malfunction. Since the patient was receiving lower dose than intended during that timeframe, the patient was persistently hypotensive requiring additional vasopressor initiation to increase the blood pressure. The patient reportedly died on (B)(6) 2025 at 0917, and the primary causes of death were "end stage cardiomyopathy, diabetic ketoacidosis, and medical noncompliance" according to the facility's medication safety program manager ((B)(6)). No autopsy was performed.